Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Prior to the peritonitis event the patient was hospitalized for foot ulcers, vascular review, and poor circulation. During hospitalization, the patient contracted clostridium difficile (c-diff), and then developed peritonitis. The cause of the peritonitis was unknown. On an unreported date the patient was treated with unspecified antibiotics, intraperitoneal, (dose, frequency and duration were not reported). Fifty-four days prior to receipt of this report the patient died. It is unknown if the peritonitis resolved prior to death. The cause of death was end stage renal disease (esrd). It was not reported if an autopsy was performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.